Event description:
(B)(4). Multiple alarms the pump doesn't start.

Manufacturer narrative:
Device evaluation a sample was received to perform an investigation. A visual inspection found the returned device to be in poor condition due to fluid ingression. Functional testing was performed by filling the reservoir tank with water, installing the gas vent filter onto air detector, which attached to filter holder interlock switch. The device was powered on and water was leaking. The back panel was removed for further investigation. A visual inspection found that there was a crack in the return tube which had leaked water and damaged multiple internal components which caused the reported problem. Corrective and preventive actions were initiated to address the return tube issue which was determined to be caused by the design of the device. The return tube, main printed circuit board (pcb), float switch, and bottom thermistor were replaced. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.